Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during intraocular lens (iol) implantation surgery, while loading the lens failed to slide smoothly into the cartridge when the plunger was advanced. This likely caused mechanical stress or compression on the optic or haptics resulted in damage. Additional information received that the damaged lens was not implanted and there was no patient contact. The surgery was completed on the same day.